Manufacturer narrative:
Concomitant medical product: breast tissue expander (natrelle 133plus, allergan (B)(4)). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿an unexpected intermittent repetitive audible alert just after replacement of an implantable cardioverter-defibrillator.¿ jacc: clinical electrophysiology. 2017; 3(11):1336-1337. 10.1016/j.jacep.2017.06.001. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD). The article reported that the device sounded ¿repetitive, intermittent, audible tones,¿ but only when the patient leaned forward. Of note, several months before the device was implanted, the patient was diagnosed with left-sided breast cancer and had a mastectomy. A breast tissue expander had been implanted for future breast reconstruction surgery. The tones were reproduced in the clinic. A chest x-ray was done and found the magnetic port of the tissue expander was close to the ICD. This had not occurred with the previous ICD, but since the replacement device was in a slightly different location, it created the interference. It appears that the device is still in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.